Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10: h10: the actual device was received for evaluation. Visual inspection on the sample via the naked eye showed a cloudy white circular mark embedded at the bottom of the housing. The cloudy white mark was not in the fluid path, nor was it particulate matter of any kind. Clouds are cosmetic and does not affect the function nor safety of the product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter phone no.: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a foreign substance observed on the bottom part of a small volume folfusor. The foreign matter was further described as a white color on the bottom part of the product. The foreign matter was observed prior to patient use. There was no patient involvement. No additional information is available.